Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was 267 mg/dl. During troubleshooting with tandem technical support, the unspecified malfunction was cleared, and insulin delivery was able to be resumed.